Event description:
The customer reportedly obtained a 130 mg/dl and 440 mg/dl on the accu-chek aviva system within a ten minute time frame. No reported symptoms. The customer initially felt that her blood glucose result was high. She took a glyburide tablet. The customer began to feel hypoglycemic (undisclosed time later) and consumed orange juice and toast. The customer felt better 20 minutes following treatment. No adverse event reported. New system sent to customer and return requested.